Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system had presented to the hospital with back pain, shortness of breath, and hypotension four days post-implant. The patient's blood pressure was 76/49. Initially, right atrial (ra) lead concerns were suspected, however it was later determined that the ra lead was fine. There were no changes to the ra lead from implant; p-waves were 3 mv, ra threshold was 0.7v, and ra pace impedance was 600 ohms. Additionally, an echocardiogram was performed and pneumothorax was observed on the right lung. It was noted that the system was implanted on the patient's left side. At implant r-waves were 13mv, right ventricular (rv) lead pace impedance was 800 ohms, and rv threshold was 3v. Four days post-implant there was no rv capture, rv pace impedance measurements were 260-310 ohms, and r-waves were 1.3mv. The emergency room (ER) physician had suspected sepsis, however sepsis was later ruled out. The patient was transferred to the intensive care unit (ICU), and rv lead revision was scheduled the next day. After the rv lead screw was retracted, r-waves were 14mv and rv pace impedance measurement was 450 ohms. Rv perforation was identified. This rv lead remains in service. No additional adverse patient effects were reported.